Event description:
The reporter stated that the device became disassembled during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
Device eval: review of the device history record and related documents did not show any related mfg issues, inspection and testing indicated that the device met with requirements prior to release. One used device sample was returned for eval. Inspection showed the stopcock plug was dislodged from the stopcock body, the stopcock plug was not returned. The visual inspection revealed that the stop tab on body has been violated. This is consistent with a plug that has been forced past the stop causing the plug to come out of the body. The body appears to have been properly molded. The damage is consistent with a device that came apart when the end user applied excessive force and turned the handle past the off position. The fault found could not be attributed to a mfg defect. The mfg facility determined that the device likely detached as a result of user handling.